Manufacturer narrative:
Customer returned (1) bd blue/black safe-clip. Customer states that the safe clip jams and is not clipping. Returned safe clip was examined under microscope and observed to have the cutting hole blocked with needles. Needles were not able to be cut using the received safe clip. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. Based on the samples/photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now most likely full. By design, after normal use of the product, the safe-clip gets full, and when there is no more room in the safe-clip to store any additional cannula, the safe-clip will not be able to clip anymore; therefore, this is not confirmed as a defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd safe-clip needle clipping & storage device was jammed and not clipping. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd safe-clip¿ needle clipping & storage device was jammed and not clipping. No serious injury or medical intervention was reported.